Manufacturer narrative:
This is an initial report. The product has been requested back for an investigation. The follow-up report will be sent when investigational results are available.

Event description:
A customer reported getting an error-4 message on her freestyle lite meter upon sample application as a result of not applying blood correctly. The customer further reported as a result of being unable to test, she experienced paresthesia in her chest and legs and reportedly lost consciousness. However, no third-party medical intervention was reported. The customer self-treated with food to counteract the event. There was no report of death or permanent impairment associated with this medical event.